Event description:
Information received by medtronic indicated that the insulin pump had a long crack on battery side. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Unable to perform the displacement test and self test due to unresponsive keypad. Buttons do not function properly. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and pcba 2. The j1 connector on pcba 1 had moisture damage during visual inspection. Not able to download history files or traces using thump due to unresponsive keypad. Pump passed the keypad voltage test, however moisture was found on the keypad traces and u1 chip was fully corroded. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case (battery tube), label damage(serial number label stained/fading) and corroded battery tube. Unresponsive keypad and cosmetic damage of cracked case (battery tube) were confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.